Event description:
After the deployment of the cypher stent, the physician noticed that the unit had ruptured; therefore, the physician removed the stent delivery system (sds) from the patient and inflated the device to check the location of the leakage. There were no leaks observed during the initial inflation. There was no mention of inflation or deflation difficulty during the procedure. There were no problems encountered advancing or removing the device from the patient. There were no problems encountered removing the device from the stent. The contrast probably leaked from the sealed area of the proximal end of the balloon. Post dilatation was conducted with a different balloon (sapphire 3.0/10mm). There were no kinks observed in the device. There was no other problems observed during the procedure. The target lesion was american heart association (aha) 7. The lesion was a de novo, highly calcified and moderately tortuous. There was 90% stenosis. The stent was deployed at the target lesion by direct stenting, inflation time and pressure was unknown. Post-dilatation was conducted and the stent was safely implanted.

Manufacturer narrative:
This product has been received; however, analysis has not begun. Additional information will be provided within 30 days of receipt.